Manufacturer narrative:
The stimulator and extension were returned to the MFR for analysis. Device analysis of the stimulator revealed no anomaly; normal device function. The battery was expanded. The titanium can, insulation coating and connector block were scratched. Foreign material was found in the connector port(s). The #2 setscrew grommet was loose/missing. The access hole adhesive was loose/missing. Device analysis of the extension revealed no significant anomalies. The extension was returned segmented; the distal portion was not returned. The body/insulation was cut (suspect explant damage.) The proximal end was intact and undamaged. The continuity was acceptable.

Event description:
The stimulator was returned with no return paperwork indicating the reason for return. The MFR device registration system indicated the pt had died. The cause of death is unk. Additional info has been requested from the hcp, but was not available as of the date of this report.